Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that shaft break occurred. The target lesion was located in a non-tortuous and mildly calcified coronary artery. A 3.50 x 16mm synergy? Xd drug-eluting stent was advanced for treatment but could not cross the lesion. However, it was noticed that the shaft was broken on the stent. The procedure was completed with a different device without any patient complications reported. It was further reported that the target lesion was located in a mildly tortuous and severely calcified coronary artery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in a non-tortuous and mildly calcified coronary artery. A 3.50 x 16mm synergy? Xd drug-eluting stent was advanced for treatment but could not cross the lesion. However, it was noticed that the shaft was broken on the stent. The procedure was completed with a different device without any patient complications reported.